Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. The adapt tool reveals that pump errors 43 was found on 07/29/2025 09:11:54.000 pump error 43 occured due to external memory hardware issue error dump was written incorrect possible hw error. Due to pump history 3 times occurred motordriveerror (fault 43). Possible hw. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected error appeared whilst testing. The unit was opened, and upon visual inspection, moisture damage was found along the motor home switch, isolated to the motor assembly. Unit powered up and was tested successfully. The following cosmetic damages were noted: cracked case battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, pillowing keypad overlay, and scratched case. In conclusion, customer allegations are not confirmed during testing. No pump error 43 was noted during testing. Unit was functioning properly; however, moisture damage was found on the motor home switch isolate the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was unable to clear the alarm. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.